Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective as a result of an aging device. The autopulse platform was manufactured in august 2007 and it is nearly 12 years old, well beyond its expected serviceable life of 5 years. Visual inspection of the returned platform was performed and found no physical damage. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. The load characterization check was performed and verified that both of the load cells are out of specification. Review of the archive data could not be performed due to the unrelated malfunction of the processor board as a result of an aging component. In addition, the load cell amp cable was replaced as a precautionary measure. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6) patient for 15 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer replaced the lifeband but was unable to clear the advisory. No patient involvement.